Event description:
A customer reported a malfunction with their insulin pump on august 3, 2025, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The pump was part of a field correction, and technical support managed the situation by planning to replace the pump. The customer would use multiple daily injections as a backup insulin therapy until the new pump arrives, which would come with updated software. Technical support provided instructions for putting the current pump into storage mode before returning it, and ensured the customer understood the process for receiving and setting up the replacement pump.